Event description:
Customer reported a cartridge alarm 30 issue, but there was no adverse impact on their blood glucose level. The customer confirmed that the issue did not occur during the load process and had not previously reported similar alarms with this pump. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer will continue using their current pump for insulin delivery until the replacement arrives. Customer was instructed on how to put the pump into storage mode before returning it and the shipping details for the replacement pump were confirmed. Additionally, the caller was advised of the steps needed upon receiving the replacement and instructed to return the problematic pump using a provided return box and pre-paid label.